Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. She was not able to make it to the bathroom on time. The patient was able to adjust the program previously and would like to do that again. They spoke with the health care professional (hcp) office and they told the patient it was ok to adjust the setting. She saw a nurse practitioner on (B)(6) 2015 and was prescribed flomax to help with the symptoms. She was not sure she could stay on the flomax because she was having dry mouth, her head felt clogged up, and their sinuses were full. The patient felt stimulation. They changed from program 2 at 1.8 volts to program 3 at 1.5 volts. No outcome or circumstances leading to the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID 3889-28, lot# va0s1zs, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported having a sudden return of symptoms. "About 2 weeks ago," the patient was "flooding" her pads, having accidents, and making trips to the bathroom in quick succession. These symptoms started minor one day then began to get more frequent. The patient noticed the leaking when she tried to use the programmer to make a change, but the batteries were dead and she had to get new ones. Other symptoms included retention and a change of urine color since implant; the urine changed from colorless to a "much deeper yellow." The patient did not think she had retention, but an ultrasound was performed a day prior which showed the bladder was full. The patient was tested for urinary tract infection but it was negative. Stimulation was "too strong" at 2.0 volts. Cause, action, and outcome remain unknown. Follow-up was being conducted to obtain additional information. Medical history included multiple sclerosis. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.